Manufacturer narrative:
This MDR is the result of an investigation finding: the complaint that a proper connection could not be made to flush the 20g nexiva IV catheter was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was returned for investigation. The pink luer adapter was deformed, which prevented a proper connection with a mating adapter. A functional test of the returned sample was performed, and leakage was observed at the damaged adapter. The features of the deformation were consistent with damage caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva single port luer adapter damage found with device investigation. The following information was provided by the initial reporter: after the IV was placed the IV technician was not able to flush it with saline in order to leave the IV. The catheter then had to be removed and new IV be placed in the patient. The patient was stuck an additional time that would normally not be needed, and it was a poor customer service experience.